Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer did not boot, it produced a "wait" message that never went away and therefore the software was reloaded to resolve. Analysis also found that the programmer had a loose electrocardiogram (ECG) connector and therefore the link electronic module (lem) board was replaced and calibrated which also resolved the lem error which was found in the "get logs" file, and that the lower case had a damaged rubber foot and thta both the upper and lower cases had broken handles and that the power cord was missing. All found affected/defective parts were replaced. (B)(4).

Event description:
It was reported that the programmer was not able to be rebooted. It was further reported that the programmer had a broken handle. The programmer was returned for service. No patient complications have been reported as a result of this event.